Event description:
It was reported that the acetabulum was revised.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown acetabular component. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an exeter v40 stem was reported. The event was not confirmed. The visual inspection revealed that the stem lot g3654148 (new exeter stem, not implanted) is unremarkable. Dimensional inspection of the stem length confirms the stem is compliant to the drawing. Device history records for the specific lot indicated that the devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. Cross reference: there is one other complaint for this lot for the same patient and procedure. This event is related to the discrepancy in size between two lots of exeter stems. Conclusions: it was reported during the revision of the acetabular component the surgeon inadvertently damaged the neck of the exeter stem (catalog 0580-1-440) and hence decided to replace it. During the revision of the new stem (also catalog 0580-1-440), it was found that the new stem was longer than the previous stem. The reported length discrepancy was investigated. The evaluation concluded that the original stem was shorter in length and that the new stem was compliant. It was reported that the adverse consequences as a result of this length discrepancy resulted in a periprosthetic fracture while trying to insert the new 44 zero (0580-1-440) into the original mantle without the addition of extra cement. The original 44 zero stem was cemented in to the third marker on the prosthesis. The second 44 zero stopped advancing just before the second marker on the stem so the surgeon tried driving the stem down with a mallet and that's when the fracture occurred. The investigation concluded that the new exeter stem was dimensionally compliant to the drawing. From the event description, the length discrepancy between the new and original stem contributed to the fracture. However as there were no x-rays or medical records returned, it is not possible to confirm the event.

Event description:
It was reported that the acetabulum was revised.